Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings during setup. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Org: model #: org-9110a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings during setup. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings during setup. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was not taking ECG readings during setup. Not in patient use. Investigation summary: a physical inspection confirmed the model, serial number, and labels. The unit is missing a battery cover and is cracked across the bottom of the front case. There is residue buildup in the ECG and spo2 sockets. During testing, an ECG issue was confirmed. ECG readings are present, but there's a high amount of artifacting and frequent signal loss at the cns. The unit's mainboard is malfunctioning, secondary to physical damage. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10: attempt # 1: 10/14/2025 emailed the bme for all information in the ni list above: the bme replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Org: model #: org-9110a. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.